Event description:
It was reported that the tip of the torque limiting driver cracked upon tightening the break off screw. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B) (4): product was returned for evaluation. Visual and optical examination found multiple fractures. The primary fracture was located at the bottom of the end tabs. The fracture is fairly brittle and initiated around the slot root of the tab. Bending overloading is the possible cause of the failure. The fracture at the driver tip is a secondary fracture resulting from the initial fracture. A review of the device history records did not identify any applicable nonconformance to specification.